Event description:
Caller reported that the cartridge leaked insulin regularly with the last two received. Due to this issue, customer's blood glucose level exceeded 500 mg/dl, though the specific value was unknown and displayed as "high." Customer corrected the high blood glucose by correction injection via manual insulin therapy. Customer loaded a new cartridge to address the issue.